Event description:
Post operatively a patient complained of low back/pelvic pain which would not be unusual for the type of surgery (transvaginal hysterectomy with sacrospinous ligament fixation, anterior and posterior repair). An incidental finding on an x-ray revealed the presence of a small curved metallic piece 1-1.5cm thought to be the metal tip on the capio cl kit transvaginal suture capturing device.

Event description:
Post operatively a patient complained of low back/pelvic pain which would not be unusual for the type of surgery (transvaginal hysterectomy with sacrospinous ligament fixation, anterior and posterior repair). An incidental finding on an x-ray revealed the presence of a small curved metallic piece 1-1.5cm thought to be the metal tip on the capio cl kit transvaginal suture capturing device.